Manufacturer narrative:
B5 updated to include additional information: procedural details obtained via good faith effort (gfe) 04/27/2026 d4 lot number updated based on gfe investigation summary: the device was discarded; therefore, a technical analysis could not be performed. Device history record review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of tubing set fluid leak, catheter difficult to irrigate, was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the catheter was not spraying and was dripping from the irrigation ports. During a pulmonary vein isolation procedure to treat supraventricular tachycardia (svt), an intellanav stablepoint catheter was used. The catheter was connected to a metriq pump with a maestro generator, and fast flushing was performed at 30 ml; however, the catheter irrigation ports were dripping instead of spraying. The physician attempted to clear a potential occlusion by shaking the catheter, but the dripping persisted. Irrigation was not interrupted or stopped at any point during the procedure, and no error messages were displayed on the system. There was no damage observed to the luer. A second catheter of the same model was subsequently used, and the procedure was completed successfully without any patient complications. It was further reported that the procedure performed was pulmonary vein isolation (pvi). No problem was noted to the luer. A metriq pump and maestro generator were used during the procedure.

Manufacturer narrative:
Block d4 (unique identifier): detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter was not spraying and was dripping from the irrigation ports. During a procedure to treat supraventricular tachycardia (svt), an intellanav stablepoint catheter was used. The catheter was attached to the pump and fast flushing was performed at 30ml; however, the catheter was not spraying. It was observed that the catheter was dripping from the irrigation ports, and the physician attempted to clear any occlusion by shaking the catheter, but the dripping persisted. Irrigation was not interrupted or stopped at any point during the procedure, and no error messages were displayed on the system. Another of the same device was used, and the procedure was successfully completed without patient complications. The device was disposed and will not be returned for analysis.